Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2024-00014. A physician reported a certas valve (828804) and a bactiseal catheter (823074) were implanted due to communicating hydrocephalus and secondary normal pressure hydrocephalus (snph) via lumboperitoneal shunt on (B)(6), 2023 with setting 2. The patient had headaches and developed ventricle dilation. An obstruction was found, therefore a revision surgery was performed. The valve and the catheter were explanted and replaced with a new certas valve (828804) and a new peritoneal catheter (823074) on (B)(6), 2023. The setting of the valve was 2 when explanted. The patient has recovered.

Manufacturer narrative:
The certas valve (ID (B)(4)) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; no defects noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined for the issue reported by the customer as the technician could not confirm any functional issues with the valve at the time of investigation. A possible root cause for the ¿obstruction¿ issue reported by the customer could be due to biological debris and protein build up interfering with the device. At the time of investigation, no occlusions were noted.

Event description:
N/a.